Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results generated on the architect i2000sr instrument for one sample. The sample was repeated in duplicate on another analyzer and the results were reactive. No impact to patient management was reported.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results generated on the architect i2000sr instrument for one sample. The sample was repeated in duplicate on another analyzer and the results were reactive. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ph of the wash buffer was checked and found to be 10 (expected ph 7.0 to 7.6). It was stated that the customer incorrectly prepared the wash buffer by using the trigger solution instead of the architect concentrated wash buffer solution. Therefore, this is considered a use error. The ticket trending review of at least 12 months complaint data for the list number did not identify any trend regarding commonalities for lot number and issue. A review of the labelling addresses the customer¿s issue. A malfunction was not identified, based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified. In this case a user error was identified.